Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, it was discovered that this right ventricular (rv) lead pace impedance was out of range and had lost capture. The pace impedance measured greater than 2500 ohms. It was later identified that the patient had received a number of anti-tachycardia pacing (atp) and shock therapy as a result of noise being oversensed on the rv lead. The patient reportedly does not feel too much from the shocks. The shock impedance was in range at approximately 47 ohms. A revision was performed and the pace/sense portion of the rv lead was capped and replaced by another manufacturer's pace/sense lead. Additional information indicated that the lead to header connection was checked and was deemed appropriate. The lead was tested via pacing system analyzer (psa), which revealed a pace impedance greater than 3000 ohms. The pace/sense portion of the rv lead was then capped. No additional adverse patient effects were reported.